Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade was found broken on the harmonic ace instrument. A fragment fell into a patient and was retrieved during the same procedure. The procedure was completed.